Event description:
It was reported that the balloon failed to deflate. The target lesion was located in the very distal right anterior tibial artery. A 2mm x 40mm x 144cm coyote es balloon catheter was selected for angiogram with intervention. However, it was noted that the balloon showed a dark contrast when inflated and had difficulty deflating. Multiple attempts were made to burp the in deflator and using a 3cc syringe to add additional pressure to decompress the balloon. After several attempts for 5-7 minutes. The balloon finally deflated after manually milking it. Angiogram revealed no damage to vessel and positive results from the balloon. The procedure was completed with this device. There were no patient complications as a result of this event, and the patient fully recovered post-procedure. It was further reported that the ballon was inflated for 6 atmospheres, and it took 5 -7 min for the balloon to deflate and be removed from the patient. The balloon was fully deflated during removal. According to the physician, the visibility of the balloon on angiography indicated that the ratio of contrast to saline was incorrect. Also, the balloon was inflated in the distal target lesion, which is challenging due to the distance and the size of the vessel.

Event description:
It was reported that the balloon failed to deflate. The target lesion was located in the very distal right anterior tibial artery. A 2mm x 40mm x 144cm coyote es balloon catheter was selected for angiogram with intervention. However, it was noted that the balloon showed a dark contrast when inflated and had difficulty deflating. Multiple attempts were made to burp the in deflator and using a 3cc syringe to add additional pressure to decompress the balloon. After several attempts for 5-7 minutes. The balloon finally deflated after manually milking it. Angiogram revealed no damage to vessel and positive results from the balloon. The procedure was completed with this device. There were no patient complications as a result of this event, and the patient fully recovered post-procedure.

Manufacturer narrative:
Device evaluated by MFR: the device was returned for evaluation. The outer shaft, inner shaft, balloon and tip were visually and microscopically examined. Visual and microscopic examination revealed no damages. The balloon was functionally tested by inflating it to rated burst pressure and then deflated. No other issues were identified during the product analysis.

Event description:
It was reported that the balloon failed to deflate. The target lesion was located in the very distal right anterior tibial artery. A 2mm x 40mm x 144cm coyote es balloon catheter was selected for angiogram with intervention. However, it was noted that the balloon showed a dark contrast when inflated and had difficulty deflating. Multiple attempts were made to burp the in deflator and using a 3cc syringe to add additional pressure to decompress the balloon. After several attempts for 5-7 minutes. The balloon finally deflated after manually milking it. Angiogram revealed no damage to vessel and positive results from the balloon. The procedure was completed with this device. There were no patient complications as a result of this event, and the patient fully recovered post-procedure. It was further reported that the balloon was inflated for 6 atmospheres, and it took 5 -7 min for the balloon to deflate and be removed from the patient. The balloon was fully deflated during removal. According to the physician, the visibility of the balloon on angiography indicated that the ratio of contrast to saline was incorrect. Also, the balloon was inflated in the distal target lesion, which is challenging due to the distance and the size of the vessel.